Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the sensor shows values without patient connected. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The sensor was found to visually and audibly alarm during alarm conditions. Removed sensor from the simulator; placed it on the work table for 15 minutes, no probe-off reading was observed and "sensor off patient" message displayed throughout the entire 15 minutes of testing. In addition, applied moderate motion (swing back and forth) to the sensor end, no probe-off reading was observed and "sensor off patient" message displayed. The sensor was determined to be functioning as designed.